Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. The motor passed the motor test. Unable to verify the no delivery alarm due to the prime anomaly. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, displacement and self tests. Unable to perform the occlusion or no delivery tests due to the prime anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error twice in the last month. The customer's blood glucose reading was 487 mg/dl at the time of incident. Troubleshooting found that the alarm was resolved by a complete set change but there were multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.